Event description:
This lead was capped due to high outputs, impedances and thresholds related to possible subclavian crush. This lead was replaced with another lead. Should add'l info become available, this file will be updated.